Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in? - laparoscopic rectal cancer operation. What confirmation was received that the device was fully fired? -the firing trigger could not be compressed anymore. Where within the gap setting scale was the orange indicator prior to firing? -unk. Were there any staples missing from the staple line? -no. What was the shape of the staples (b-formation, irregular, legs straight)? - irregular. Were all tissue layers present in both donuts when inspected? -yes.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. (B)(4).

Event description:
It was reported that during an unknown procedure, the tissue was cut but the staples were irregular after the device fired. Changed device to complete the procedure. As the patient had (B)(6), the product had been discarded. There were no adverse consequences for the patient reported.